Event description:
The customer reported via phone call that they were hospitalized due to hyperglycemia and diabetic ketoacidosis on unknown date. The customer¿s blood glucose level was unknown at time of incident and current blood glucose level was 355 mg/dl. The customer fell ok to troubleshooting. The customer was treated with insulin drip, manual injection and insulin pump. The customer stated that the symptoms related to high blood glucose such as nausea vomiting, abdominal pain and chest pain. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that the auto mode feature was not active at time of high blood glucose event. Customer allege insulin pump was under delivering. Insulin pump was not working. Customer stated that insulin pump had keypad anomaly and battery failed alarm. Customer stated that numbers were not ramping on their own. Customer stated the scroll bar was not moving with no input. The device will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The information that provided with the initial report was incorrect. The correct information has been included with this report in b5 section.

Event description:
The grandmother reported via phone call that the user was taken to the hospital at 10:30 at night and hcp stated user had diabetic ketoacidosis. Incident date was not clear however during troubleshooting they noticed the date was wrong on the pump and had (B)(6) 2021. Bg was not provided at time of incident, but a bg of 285 mg/dl was mentioned. Symptoms that were reported included not feeling well and pressure to the chest. User was treated with manual shots and intravenous insulin drip. Grandmother declined further high bg troubleshooting. The grandmother stated the pump stopped working. The doctors stated they could not get pump to work, display any history or change date and time. Doctor put a battery back in. Self-test was done and was successful. Grandmother alleged keypad anomaly, stated the up button was unresponsive. Block mode was active. Block mode feature was explained, pump buttons responded as expected. Bg at time of the call was 198 mg/dl. Symptoms at time of the call included vomiting, abdominal pain and chest pain. Auto mode was not active at time of incident.

Manufacturer narrative:
On (B)(6), 2021 the customer alleged was hospitalized for high bgs (dka), insert battery, battery failed alarm and no button response. The test p-cap locks properly in place in the reservoir compartment noted. Device received with cracked retainer, pillowing keypad overlay, cracked battery tube threads and cracked case near the corner of belt clip rails during the visual inspection. Thus and carelink software was utilized and downloaded trace/history files properly. There is no in the device history recorded the daily total of bolus insulin delivered on the event date of (B)(6), 2021; however on (B)(6), 2021 the daily total of bolus insulin delivered is 0 units. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within specific range. In further full review in the device history found no unexpected battery alarms or alerts on the event date of (B)(6) 2021; however, found: insert battery alarm on (B)(6) 2021 at 04:58:50, 04:59:24 and 05:03:09 battery failed alarm on (B)(6) 2021 at 04:59:06 and 04:59:37. Device passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08700 inches. No unexpected insert battery or battery failed alarm during testing. All buttons function properly. Device was cut open to perform visual inspection and found no moisture or component damage on the electronics, force sensor, keypad assembly and motor assembly noted. The j1 connector on electrical board 1 was locked properly during visual inspection. The force sensor offset measured (23.4 mv). The motor was tested outside of the device on the ngp stb3 and passed. In summary, insulin pump passed all required testing. Unable to verify customer alleged for high bgs. The force sensor is within specification and the motor functioning properly. Customer alleged for insulin pump under delivering, keypad unresponsive, insert battery and battery failed alarm was not confirmed. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.